Manufacturer narrative:
Device serviced at a third party service center.

Event description:
The manufacturer received information alleging a trilogy 202 vent failed o2 flow testing during preventive maintenance. There was no harm or injury reported during the evaluation of the device at a third party service center, the device's main board was replaced to address the issue.